Manufacturer narrative:
B3 date of event: the exact event date is unknown.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. Cystoscopy performed at the beginning of the procedure found that the cuff was not adequately coapting the urethra. The cuff was removed and replaced with a smaller cuff. There were no further patient complications.